Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer had a motor communication error alarm on their insulin pump. Customer also reported an unexpected restart alarm occurred. The customer's insulin pump passed an auto test. Customer's blood glucose was 85 mg/dl. Customer was advised to call back if the alarms persisted. No additional information provided.